Event description:
The customer initially reported that a nurse caused a patient to fall during a transfer with a golvo 8008, and the patient passed away as a result of her injuries. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
A baxter sales representative met the department manager, who provided further details on how the reported event occurred. It was noted that the patient arrived on the ward with two ambulance drivers as usual, was taken care of by two care assistants, and assisted by the ambulance drivers during the transfer between the stretcher and the hospital bed. It was noted that the sling was applied by the ambulance staff who, not having been trained or authorised to carry out transfers, likely made a mistake in the protocol for fitting the sling straps in the lift's sling bar. The department manager also stated that the patient was in decline and very fragile. The exact cause of death was not provided due to confidentiality reasons. Two training sessions for all care staff in the haemodialysis department were provided by the baxter sales representative and device trainers, who were also able to observe the practice of transferring 2 patients present in the department, which identified gaps in the staff knowledge of the golvo device and transfer practices. Liko soft original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi-reclined sitting posture and support for the entire body, which is good for patients with reduced head and torso stability. Soft original highback sling can be used in all common lifting situations. The device IFU states: important! Lifting and transferring a patient always involves a certain level of risk. Read the instructions for use for both the patient lift and lifting accessories before use. It is important to completely understand the contents of the instructions for use. The equipment should only be used by trained personnel. In the safety instructions section it is also stated: before the patient is lifted from the underlying surface, but when the straps are fully extended, make sure the straps are correctly connected to the sling bar hooks. Make sure the patient is sitting securely in the sling before transferring to another location. In this event, the customer reported the patient died as a result of the injuries suffered following a fall that occurred during a transfer with a golvo 8008 lift. The exact cause of the patient's death could not be provided due to confidentiality reasons. The exact cause of the patient fall is also unknown, however, it is reasonable to conclude that it was likely due to a use error/misuse of device in the application of the sling to the lift's sling bar performed by the untrained ambulance staff, as also stated by the department manager. Prevention of this type of events is outlined in the device IFU as noted above.